Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 2mg/ml at 0.1mg/day via an implantable pump. The indications for use were non-malignant pain. The patient reported they had a CT scan done to determine where the catheter tip was located. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. The catheter was explanted. The issue was resolved at the time of the report and the patient's status was noted as alive, no injury. No further patient complications were reported. Additional information was received on june 28 2017 from the manufacturer's representative. It was reported that the patient reported pain and a lack of efficacy from the pump. As a result, the CT scan was ordered and the catheter tip was found to be caudal. The catheter revision was ordered. Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was confirmed that it was unknown whether the catheter had migrated or was implanted in the wrong location.